Manufacturer narrative:
Product complaint # : (B)(4). Date sent to FDA: 07/27/2021. This event will be reported under report # 2210968-2021-06638. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Coronary artery bypass grafting what was the procedure date? (B)(6) 2021. What is the product code of the vicryl plus snapped? Vcp371. What is the lot number of the vicryl plus snapped? Qjbckdw0. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. During use on the patient. What was used to complete the procedure? Was not realised until end of procedure in relation to needle, what is the approximate location of suture breakage? About 5mm from the tip (sharp end). Did the suture separate completely? Yes. What tissue was being approximated or sutured when it broke? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture snapped. No adverse patient consequences were reported. Additional information was requested.